Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. During interrogation a short and isolated event of noise that lasted for less than a second was noted on the right ventricular lead. All other measurements were stable. The patient was not pacemaker dependent. No intervention was performed, and the lead remains implanted. No patient consequences were reported, and the patient will continue to be monitored.